Manufacturer narrative:
(B)(4)-device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump found some cosmetic damages. The keypad was worn but undamaged. The battery cap was not returned. Using a test battery cap, the pump powered up to the verify screen with the appropriate audible and vibratory functions. All the buttons responded properly to presses. Removal of the keypad cover found contamination under the contrast, ¿up¿ and ¿down¿ button contacts. The investigation was unable to duplicate the reported button issue. Unrelated to the reported button issue, a crack was found in the battery compartment and the pump failed a leak test. Evidence of moisture intrusion was found in the battery compartment. Additionally, the verify screen was observed to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the contrast, ¿down¿ and ¿ok¿ buttons were under responsive. The reporter stated that the keypad cover was intact and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.